Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for item/lot. The device was dimensionally inspected and photographic images were made.

Event description:
Allegedly the patient felt a pain, then doubted the loosening of cup and armd issue. Revision surgery was performed. The surgeon advised he couldn't find any bone ingrowth on the outside of the cup.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01031, 01032. This event occurred in (B)(6).